Event description:
Patient prepped with duraprep for pericardial window procedure. Physician re-prepped chin with duraprep for a mediastinoscopy procedure. Incision was made with the bovie. Smoke and fire appeared to the drape around the opening. Burns to chin, tip of nose, right neck, right earlobe, right side of neck to spine, right back of shoulder, lips, hair and left eyebrow.